Event description:
It was reported that patient swims and stem broke around 2007. Broken stem was removed and replaced two months later.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.